Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the latch sensor was not working. Upon further investigation, it was found that the upstream occlusion (uso) sensor is also reading. The latch lock sensor and the uso sensor was replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch sensor was not working. There was no reported adverse health affects.